Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional b5 narrative: it was reported that following insertion the patient experienced recurrent hernia, infection and disfigurement.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, partial removal and bowel resection surgery on (B)(6) 2010 during which the surgeon noted the previously placed mesh, which was densely adherent to the undersurface of the anterior abdominal wall. The mesh was removed, which was densely adherent to the small bowel. He dissected the small bowel off of the mesh, but a segment of small bowel was so incorporated, it could not be salvaged. After lysing adhesions for over three hours, he resected three feet of small bowel. It was reported that the patient underwent removal surgery, incisional hernia repair surgery, take down of extensive adhesions and repair of small bowel perforation on (B)(6) 2011 during which the surgeon noted he spent two hours trying to take down the adhesions between the small bowel and the anterior abdominal wall. Approximately 50 cm of small bowel was resected as it was significantly damaged from the adhesions. It was reported that the patient experienced severe pain, bowel resections, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.